Manufacturer narrative:
A ge oec svc rep investigated the issue and found a defective ps3 power supply that was removed and replaced. The sys was tested, found to be operating correctly, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect were reported because of this malfunction.

Event description:
The ge oec fluoroscopy sys had a defective vertical lift column function.